Manufacturer narrative:
A64 alarm, lost sensor alarm and high stop current due to faulty y1/rfb. Pump had cracked case at display window corner, reservoir tube and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms listed in the alarm history. Blood glucose level at the time of the incident was 212 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.